Event description:
A hill-rom technical support rep called and said, he received a call from account alleging that a pt received a shock from pt pendant.

Manufacturer narrative:
The hill-rom tech inspected the bed and checked out fine, pendant was changed and it was not available for inspection. Hill-rom tech and unit mgr spoke with the pt involved in the event. The pt alleged that she pinched her finger on the pt pendant and was not shocked as originally reported. The pt reported that the strain relief had separated from the pt pendant body and this is where she pinched her finger. She also stated that she was not injured. Also there was no treatment provided.